Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported change sensor alert, a significant discrepancy between the sensor glucose and blood glucose values. The customer was treated with carbohydrate intake. The event involved product(s) mmt-7040a, mmt-431ag, mmt-342 , mmt-1884. Troubleshooting was performed for difference between glucose values. Blood glucose value at the time of event was 46 mg/dl and sensor glucose value is 70 mg/dl. Customer was reported a discrepancy between sensor glucose and blood glucose which was not within range. Explained sensor may have no longer been responding to glucose changes. Insulin delivery was not suspended. Troubleshooting was performed for sensor alert and non-serialized product being replaced. Troubleshooting was not performed for hypoglycemia. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. Customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. The customer will discontinue use of the sensor. Mmt-7040a was requested and the customer response was that the device will be returned. No product return is required for mmt-431ag. No product return is required for mmt-342 . No product return is required for mmt-1884.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alarms was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.